Event description:
A malfunction was reported on the pump, indicated by malfunction code 12. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue occurred again.